Manufacturer narrative:
Device mfg date has been updated based on the product download. No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s mother reported customer sustained an infection while wearing an adc freestyle libre sensor. She further reported the customer complained of ¿pain¿ at the insertion site so the sensor was removed, but the needle of the sensor remained in the customer¿s arm and the skin appeared ¿burned¿. On an unspecified date, customer was taken to a healthcare provider who prescribed fucidin (fusidic acid, an antibiotic) cream and augumentin (amoxicillin/clavulanic acid, an antibiotic) orally. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the medical event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s mother reported customer sustained an infection while wearing an adc freestyle libre sensor. She further reported the customer complained of ¿pain¿ at the insertion site so the sensor was removed, but the needle of the sensor remained in the customer¿s arm and the skin appeared ¿burned¿. On an unspecified date, customer was taken to a healthcare provider who prescribed fucidin (fusidic acid, an antibiotic) cream and augumentin (amoxicillin/clavulanic acid, an antibiotic) orally. No additional treatment was reported. There was no report of death or permanent injury associated with this event.